Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via rep. Caller initially was alluding to the face that the por they saw may indicate that the ins needed to be replaced. Power on reset (por) information was reviewed with the callers and caller provided bat as 3.025v; reviewed battery curve but caller declined to have longevity calculation performed. Manufacturer representative and consumer reported that everything is fine with coverage and patient gets good relief but they saw power on reset (por) on 8840. Patient indicated that stim had turned off a couple of times before and they've had to turn it back on with the patient programmer but did not notice any error messages. Patient indicated they felt stim this morning but then they didn't feel it anymore and that's why they are concerned about their wires. Troubleshooting was performed over the phone and por was successfully cleared. Caller checked impedances and stated everything was fine - so caller didn't mention anything further about patient's concern about the wires nor requested further assistance related to this. It was suggested that patient monitor patient programmer (pp) for any messages if they felt stim turned off again and needed to use pp to turn it back on. Caller believed code was 004 but wasn't sure. On (B)(6) 2018, rep reported that patient¿s weight was unknown. Por was noticed first time when the call was placed to pats by the rep on (B)(6) 2017. The cause was unknown and patient did not have any clear information on what might have caused it. The device was working fine after por was cleared and rep has not heard anything from the patient since. Patient was very happy with the devices and therapy. Hcp would have no further information as patient was seen by the rep only. No further complications were reported/anticipated. Indication for use was non-malignant pain, other chronic/intract pain (trunk/limbs).